Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The article does not allege a bd product deficiency. The authors conducted a comparative evaluation of 34 routine chemistry analytes measured in capillary finger stick blood samples and venous blood samples to assess the feasibility of capillary sampling for in hospital and remote self sampling applications. In this study, venous blood was collected using the bd vacutainer lithium heparin tube, while capillary blood was obtained using the bd microtainer contact activated lancet and greiner bio one minicollect complete microtubes. All testing was performed on the siemens atellica ch or ih analyzer, and results were assessed against desirable total allowable error (tea) limits and the proposed 2024 clia acceptance criteria. The authors reported that 30 of the 33 analytes with available tea criteria met the acceptance limits. Chloride, glucose, and sodium did not meet tea criteria, and glucose alone did not meet the clia criteria. Correlation analyses showed the lowest agreement for folic acid (r=0.84) and potassium (r=0.67), while all other analytes demonstrated strong correlations (r = 0.92). The observed deviations for glucose, sodium, and chloride were attributed by the authors to potential ion leakage from erythrocytes during capillary sampling. The supplementary data indicated a higher frequency of hemolysis in capillary samples (n=157) compared to venous samples (n=106), although the cause of hemolysis in the venous samples was not explained. No significant differences were observed for icterus or lipemia indices. The data presented do not indicate a bd product issue. The elevated hemolysis rate observed in the venous lithium heparin samples cannot be interpreted as a bd product issue. The publication provides very limited information regarding the preanalytical variables that are known to influence hemolysis, including venipuncture technique, needle gauge, tourniquet time, mixing practices, transport conditions, and sample handling. Without this essential context, it is not possible to attribute the hemolysis findings to the blood collection tube itself. Notably, the hemolysis frequency reported for venous samples appears higher than expected under standard phlebotomy conditions, emphasizing the need for clarification. The authors have been contacted to obtain additional details about the collection and handling process; however, no response has been received to date. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported from a literature review, 106 samples using an unspecified bd vacutainer® lithium heparin tube were hemolyzed during a study comparing venous and capillary samples for routine chemistry analytes. There was no health impact or consequences reported.

Event description:
It was reported from a literature review, 106 samples using an unspecified bd vacutainer® lithium heparin tube were hemolyzed during a study comparing venous and capillary samples for routine chemistry analytes. There was no health impact or consequences reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.